Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was having pain at the pocket which radiated down to the legs and calf. The patient experienced intermittent numbness and tingling. It was also noted that the ipg had migrated and does not hold a charged. The patient underwent an ipg replacement procedure and was doing well postoperatively.